Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient remote monitoring system had detected an alert for v-tachy mode set to value other than monitor plus therapy. The implantable cardioverter defibrillator (ICD) device was programmed to no longer deliver tachycardia therapy to patient. Additional information was received indicating that the field representative had no knowledge about this event. This ICD device remains in service. No adverse patient effects were reported.